Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with diffuse lamellar keratitis (dlk) in arcuate pattern in the left eye. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of foreign body sensation and dry eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 -4.75 x -.75 x 160, left eye pre-op 20/20 -4.75 x -.75 x 5.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.